Event description:
The customer reported the device failed op check. They received an error message. "Pacer device error, "pacer cable defective". There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.